Event description:
The account alleged the pt position module will set in out of bed position but will not set in positioning and bed exit. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.